Event description:
In 2009, a customer reported their medisense optium meter would not turn on and was unable to perform a successful test during troubleshooting. The customer was sent a replacement relion ultima meter. At about 2 days later, the customer contacted adc customer service to receive training to set up the new replacement meter. During the call it was identified the customer was attempting to use incompatible test strips with their new relion ultima meter. The customer was then sent compatible test strips. At about three weeks later, the customer contacted adc customer service as she was unable to successfully calibrate her meter. The customer was using incompatible test strips with their relion ultima meter; however this was not identified by the customer service agent. The customer reported they had previously been received readings while using their relion ultima meter and the calibration failure had occurred the morning of the phone call. The customer also relayed that she had experienced three heart attacks, three seizures, and three strokes over the course of the last month. No further information was provided to indicate the events were related to her diabetes or diabetes management. During troubleshooting the customer also reported experiencing symptoms of dizziness as she had forgotten to test her blood sugar that morning before taking her medication. The customer consumed coffee while on the phone with customer service and declined the agent's offer to contact the paramedics. The customer accepted a field exchange for a freestyle meter and was sent a replacement relion ultima meter. The customer called again for training to set up her new freestyle meter. Approx 9 days later, the customer contacted adc for assistance with setting up her new replacement relion ultima meter. In the next day, adc customer service attempted to contact the customer for follow-up information and was informed the customer had passed away in the same day. No information regarding the cause of death was received and there was no indication from the rptr of the event that the death was related to the customer's diabetes or an adc product issue. If further information is received regarding the cause of the customer's death a follow-up report will be filed. This report is being filed as the customer was sent a replacement meter from adc that was incompatible with the test strips utilized with her previous adc meter. The incompatibility was identified 2 days after the initial event, and the customer was sent compatible test strips. There is no clear indication the inability to perform a blood glucose test due the attempted use of incompatible test strips was the causal agent in the reported death in 2009.